Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One single disposable pressure transducer (dpt) - vamp plus kit with an attached IV catheter was returned for examination. The reported event of pressure reading issue was not confirmed. The dpt zeroed and sensed pressure accurately on a pressure monitor. Pressure readings were stable during 8 hours of an output drift test. Electrical testing showed that both input and output impedances were within specifications. Zero-offset also met specification. No leakage, occlusion or damage was detected from the dpt kit during a pressure test. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown if user or procedural factors contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
As reported, during use of this disposable pressure transducer combo kit, variances in invasive blood pressure (ibp) and non invasive blood pressure (nibp) were observed. Systolic differences were as much as 40mmhg off. The line was checked and no abnormalities were observed. A square wave test showed a normal trace. The expected value was a systolic of 125mmhg ibp reading. However, what was received was between 180 -200 /110 nibp. The patient was not treated due to the inaccurate values nor was patient injury reported. Complete patient demographics were not able to be obtained. The device is available for examination.